Manufacturer narrative:
Final analysis found both atrial and ventricular contact spring loops were coated with aluminum oxide. This is a manufacturing anomaly to allow this substance to contaminate the contact springs.

Event description:
It was reported that during the procedure, after the lead was connected to the pacemaker, no pacing was noted. The lead test results were normal all the time. The pacemaker was replaced. The issue was resolved. The patient is stable.